Event description:
It was reported to philips that the system displayed a remote alert indicating low disk space, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) stated that they were not aware of the low disk space. As a result, the issue could not be confirmed. However, there is a recurrence of the reported malfunction. Upon troubleshooting, the fse assisted the customer in clearing old studies from the system, freeing up disk space. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.